Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The target lesion was located in moderately tortuous iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during the procedure. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complication nor injuries reported and the patient condition was good.